Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited the adhesive around light guide lens had wear. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device was returned with no customer allegation. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to component failure indicating expected or random component failure without any design or manufacturing issue. The most probable cause of the additional failure was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.